Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient death occurred after the placement of an ideal sheath at (B)(6) hospital, (B)(6). The patient was to receive percutaneous cardiopulmonary support [pcps] due to a fatal condition, suspected to be caused by covid-19. The sheath was placed to infuse arterial blood into the patient's lower extremities to prevent lower-limb ischemia. On (B)(6) 2020, the ideal sheath access was attempted in an antegrade fashion via the right femoral artery. The patient developed a hematoma during access attempt. Manual compression was applied at the access site to control the hematoma with the access sheath still in place. Blood was also noted to be leaking from the base of the sheath hub due to a crack that was identified at the strain relief portion of the sheath. At an unknown time after this event, the patient expired. Cause of patient death has not been confirmed. The complaint sample will not be returning because of the suspected patient infection. (B)(4) is trying to track down the physician for additional information. A good faith effort of 3 or more attempts to collect additional information regarding this event from this account has been successfully completed in a timely manner. No additional information about this event has been provided to merit medical.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. Should the device return at a later date, the investigation will be re-opened.